Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user was unable to use his box of sheaths as the adhesive was really sticky and messy. The customer stored the sheaths in a cool dry place.

Event description:
It was reported that the user was unable to use his box of sheaths as the adhesive was really sticky and messy. The customer stored the sheaths in a cool dry place.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the sheath is a strapless penile sheath; it has an adhesive coating inside to ensure a safe and simple procedure for fitting."